Event description:
The customer reported that while working on a pediatric code for an infant drowning, "[the user] attempted an insertion in the proximal tibia, insertion was successful. When attempting to thread out the stylet they found it to be stuck. [The user] attempted to remove with a significant amount of muscle with no success, two other partners attempted, no success. They even went as far as to use trauma scissor as a pliers and still could not get it to come apart. They have a short transport time and arrived at the hospital before a second insertion was attempted". The patient status was reported as "deceased". Additional information received from the customer stated that it was unknown how long it was from the patient suffering cardiac arrest to when io access was attempted, the patient was down for an unknown amount of time prior to emergency services' arrival. There was no vascular access attempted prior to the first io attempt. It was further reported, from the failed removal of the stylet to gaining vascular access at the hospital, the time delay was approximately 10 minutes. Aside from the report of a pediatric code for an infant drowning, the customer did not provide information about the time, date, and cause of death.

Manufacturer narrative:
Qn#(B)(4). The reported complaint could not be confirmed as no sample was returned for analysis. The IFU provided with this kit states, "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force." A review of the certificate of compliance was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause for the report of the stylet sticking could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The customer reported that while working on a pediatric code for an infant drowning, "[the user] attempted an insertion in the proximal tibia, insertion was successful. When attempting to thread out the stylet they found it to be stuck. [The user] attempted to remove with a significant amount of muscle with no success, two other partners attempted, no success. They even went as far as to use trauma scissor as a pliers and still could not get it to come apart. They have a short transport time and arrived at the hospital before a second insertion was attempted". The patient status was reported as "deceased". Additional information received from the customer stated that it was unknown how long from the patient suffering cardiac arrest to when io access was attempted, the patient was down for an unknown amount of time prior to emergency services' arrival. There was no vascular access attempted prior to the first io attempt. It was further reported, from the failed removal of the stylet to gaining vascular access at the hospital, the time delay was approximately 10 minutes. The time, date, and cause of death was not provided by the customer.